Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. All operating currents are within specification. Unit passed displacement test. Hardware low level failure alarm (variable info=3) confirmed in the pump history due to broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power loss alarm. The patient¿s blood glucose level was 15 mmol/l at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.